Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite w/ capio slim was used during a cystocele procedure on (B)(6) 2016. According to the complainant, during the procedure, the suture broke and the needle detached. It was retrieved using the surgeon¿s hand. The procedure was completed with another uphold lite w/ capio slim. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned uphold¿ lite revealed that the suture on the blue with white stripe dilator is frayed below the dart. Both darts are attached to the device. The capio slim suture capturing device was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that the reported event of "needle detached" was not confirmed. The most probable root cause classification of the frayed suture is operational context, as it was likely caused by anatomical/procedural factors encountered during the procedure. Although the investigation did not confirm that the dart was detached, the result code: operational problem is being used to capture the frayed suture.

Event description:
It was reported to boston scientific corporation that an uphold lite w/ capio slim was used during a cystocele procedure on (B)(6) 2016. According to the complainant, during the procedure, the suture broke and the needle detached. It was retrieved using the surgeon¿s hand. The procedure was completed with another uphold lite w/ capio slim. The patient's condition at the conclusion of the procedure was reported to be stable.